Event description:
Caller reported a malfunction on the pump, identified by a malfunction code, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided information for resetting the pump and assisted the caller in doing so.